Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024,(B)(6)2024, (B)(6)2024 and (B)(6)2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion at thigh. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR 1904642 - MDR 3003442380-2024-12191 - device 1 of 6